Manufacturer narrative:
Returned for eval is assumed to be the distal fragment of the catheter which was removed from the pt's heart. It is a 10fr d/l section of white tubing. The fragment is broken and compressed at one end. The tubing curves slightly into the break. It appears to have been cut diagonally with a sharp instrument at the opposite end. This is commonly done by the user to indicate the distal tip. The length of the catheter fragment measures 5.9". Both lumens appear to be clear, and the exterior of the tubing is clean. A lot history review is not possible as the number provided by the user is not a valid bas lot number. The initial eval shows that the catheter segment flushed during decontamination. The tubing is tactually inspected for elongated or deformation. The tubing does not appear to be elastically weakened in tension. There is an annular impression 1.7" distal from the broken end. This may indicate where the catheter was gripped when snared from the pt. The broken end of the tubing has been compressed and fractured, and the end is permanently flattened and flared. The break line is perpendicular to the axis of the tubing. Under 10x magnification, the severed surface texture appears rough and granular across the broken plane. The end of the tubing has two longitudinal splits in one lumen. There is some clear/white residue inside both lumens at the break. The cross section of the broken tubing end has been permanently deformed into an oval shape. The oval cross section is measured using a calibrated microscopic micrometer. The longest part of the broken end's od cross section measures 0.136", with an oval width of 0.110". These signs are typical of a clavicle/first rib compression fracture, a complication associated with the medial placement of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface, the first rib, until the tubing fails. The severed end of the tubing is then free to travel with the blood flow toward the heart. This is a risk against which the MFR warns the user in its instructions for use.